Manufacturer narrative:
(B)(4). Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2014-24309. It was reported the pt is experiencing ineffective stimulation. Also, the pt does not like the stimulation and needs to undergo a contra-indicated procedure for unrelated medical issues. The pt desires to have his scs system explanted.